Event description:
Customer reported that the paramedics were called to assist him at home due to low blood glucose. Customer's blood glucose reading at the time the paramedics arrived was 45 mg/dl. Customer stated that he was treating for high blood glucose. Customer stated that he ate dinner and bolused, his blood glucose dropped to 33 mg/dl and his wife called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.